Event description:
It was reported that the patient underwent an unknown robotic surgery on unknown date and the suture was used. During use, the device kept tearing and ripping away. Other suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device rc2acc/vcp261h50 and no non conformances / manufacturing irregularities related to the malfunction were identified. (B)(4) summary: two packets of product code vcp261h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. The following information was requested, but unavailable: please confirm the quantity of devices in which the issue was observed. How many for product code vcp261h and how many for vcp946? Please clarify if the sutures broke into separate pieces or if the entire suture separated from the needle. Event date and procedure name? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 275 u/m events were submitted via 2210968-2021-12174 and 2210968-2021-12175